Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that a pt who underwent bilateral lasik was diagnosed with photophobia in the right eye, at the three month postoperative visit. Topical steroid drops were prescribed. Additional information was requested. Another report is filed for the left eye.